Event description:
The composite hook on the sling bar broke when the patient was transferred from a wheel chair to a bed. The patient fell to the bed and did not get any injuries.

Manufacturer narrative:
(B)(4). Technical analysis to be performed on the returned sling bar and supplementary report will be filed.